Manufacturer narrative:
The external visual inspection revealed cut silicone overmold at the straight portion of the array, and surgical tool marks were observed on both top and bottom covers. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the array. This is believed to have occurred during revision surgery. System lock was obtained intermittently while applying pressure to the device can. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold at the straight portion of the array, and surgical tool marks were observed on both top and bottom covers. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the array. This is believed to have occurred during revision surgery. System lock was obtained intermittently while applying pressure to the device can. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that several capacitors were displaced from the hybrid due to the damage the device sustained during the bottom cover removal process. The reported complaint of no lock was verified during this analysis. However, due to the damage the device sustained during the failure analysis process the root cause of the problem could not be determined. In addition, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feed thru assemblies from this vendor are no longer used. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The date of aware was corrected to january 11, 2019.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.